Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that his blood glucose level went up to 610 mg/dl two to three days ago. The customer removed the infusion set and the cannula was not bent. The insulin pump did not alarm no delivery. He noticed insulin on the p-cap. The customer reverted to insulin pens and changed the entire infusion set and reservoir. The customer declined troubleshooting. The device was not returned.